Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectosigmoidectomy, there was a failure of the stapler with total dehiscence of the upper suture line. It was noted that there was no stapling. Surgeon used another stapler to resolve the issue.